Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) programming parameters were not completed at the time of implant while using the diagnostic mobile programmer application. It was confirmed that all parameters were programmed off. It was speculated that this occurred due to the mobile programmer head being removed prior to the device being fully interrogated. The diagnostic mobile programmer application remains in use. No patient complications have been reported as a result of this event.